Event description:
A malfunction alarm was reported with the display of malfunction code 16. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to put the pump into storage mode. The problematic pump is set to be returned with a pre-paid label, and a replacement pump would be provided. The customer does not have a backup therapy currently available and plans to reach out to a healthcare provider.